Event description:
The customer returned the device stating, ¿there was a problem with the pump connector for bolus cable being defective. Bolus cable button cannot be used as pin has broken off from cable connector and is stuck in pump connector¿; during device evaluation it was found the downstream occlusion seal peeled off. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿bolus cable button cannot be used as pin has broken off from cable connector and is stuck in pump connector¿ was duplicated. There was a broken pin stuck in patient controlled analgesia dose socket. The broken pin was removed to correct the issue. Further investigation found the downstream occlusion seal (dso) was peeled off and therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.